Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Samples were collected in bd lithium heparin with gel tube and centrifuged for 5 minutes at 4,400 rpm (rotations per minute). Quality control (qc) and system checks conformed to specs. Testing at beckman coulter customer product line support (cpls) laboratory confirmed the existence of a pt source interferent for the pt sample received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. The access accutni results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from add'l tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add'l reportable events. This medwatch report is related to MDR 2050012-2011-04695.

Event description:
The customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for one pt on multiple samples involving synchron lxi 725 system. This is report number one of two referencing system (B)(4). The elevated results were discordant to an unk alternate methodology, which produced a result within the normal reference range. The elevated results were released out of the laboratory and questioned by the physician. There has been no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc with the pt sample for further analysis.